Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-oct-2018 with the following findings: the display screen was dim and discolored. The battery compartment was cracked. Contamination was found on the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the battery compartment was cracked, and corrosion was found on the button contacts. This report is made based on results of investigation completed on 18-oct-2018.